Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 500 mg/dl and insulin pump was not working. Customer's blood glucose value was 545 mg/dl at the time of the call. Customer reported that the insulin pump was allege under delivery. Customer reported that they performed high pressure test and test was passed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did not provide any symptoms regarding to high blood glucose episode. Customer treated with insulin pump and manual injection. Customer declined to troubleshoot for high readings. The product was not returned for analysis.